Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an "im" nailing surgical procedure, it was discovered that the radiolucent drive mark device progressively stopped working. According to the reporter, the device worked fine for the first hole, however, it progressively stopped working. The reporter stated that the device was broken down from repeated use over time. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). Lot number and device manufacture date: the device lot number was not provided by the reporter in the initial report. Therefore, the lot number and manufacture date was documented as unknown. Upon receipt of additional information, the device lot number was identified as 7751. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the device would not rotate. It was further observed that the driving shaft and the bevel wheel were worn. It was further determined that there was excessive amount of an unknown substance and corrosion on the internal components. It was determined that these issues were consistent with component wear and improper cleaning/care. The assignable root causes were determined to be due to wear from normal use over time and improper cleaning methods. If additional information should become available, a supplemental medwatch report will be submitted accordingly.